Manufacturer narrative:
Product complaint # (B)(4). Initial reporter is an attorney. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation received. Litigation alleges injury, pain, elevated metal ions, metallosis, destruction of tissue due to adverse locate tissue reaction, and emotional distress. Doi: (B)(6) 2007; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Pc-(B)(4). This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, patient was revised to address failed right total hip arthroplasty. Patient alleges severe pain on the right hip, radiographic evidence of loosening of stem, and grossly elevated cobalt and chromium levels. Operative notes stated of large amount of greenish tan fluid from the hip. The posterior soft tissue envelope was opened and there was a minor degree of metallosis in the tissue. This was debrided and the femoral head was disengaged from the stem. The stem was loose proximally. The bone-implant interface was disrupted to the point where the cup was elevated out of the acetabulum and this was done with very minimal bone loss.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). H6 patient code: no code available (3191) used to capture the device revision or replacement and soft tissue injury.